Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted in (B)(6) 2013 for a tracheal stenosis procedure and a tracheostomy placed at that time. During the admission, the pt needed to be off asa and persantine for 1 week and to let their inr drift down for procedure to be completed. The pt remains admitted in the hospital post tracheal procedure to allow their inr to increase back to therapeutic range. The pt was discharged home after tracheal procedure. The pt was readmitted around the first week in (B)(6) 2013 for hemolysis. Their ldh was 1700 and cr was 1.7. The pt had increased hematuria and their ldh increased to 2500 and cr. Increased to 4.5. The pt was taken to the operating room for a pump exchange.

Manufacturer narrative:
Additional information notes that the pt had a long post-operative course post implant. It was also noted that the pt had an increase in ldh and was placed on triple therapy for anticoagulation in (B)(6) 2013. (Reference MFR. Report # 0002916596-2013-00608 for lvad). The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.